Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose level. Customer¿s blood glucose level was 22.2 mmol/l. Current blood glucose level of customer was 19.6 mmol/l. Customer was treated with insulin pen. Customer stated that kinks, bends, or multiple large bubbles were not present along the tubing length. Insulin exited during troubleshooting. The insulin pump will not be returned for analysis.